Event description:
Product analysis was approved. The allegation of ¿high impedance¿ was not confirmed. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. The lead connector was inserted completely in the header of a representative pulse generator header. No anomalies preventing the connector pin from being fully inserted into the generator were noted. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead which may have contributed to the reported complaint of ¿high impedance¿. As no anomalies were found during analysis that may have contributed to the high impedance event, it is concluded the most likely cause of the event is due to user error during implant surgery. No other relevant information has been received to date.

Event description:
It was reported that during a new patient implant, high impedance was seen. Troubleshooting was performed including nerve irrigation and pin re-insertion where high impedance remained. The session's were reportedly exited after each system diagnostics test completed. A test resistor was used showing normal impedance. The lead was replaced and normal impedance was seen. The device is scheduled for return but has not been received to date. The attending company representative reports they did not notice any obvious breaks or abnormalities. From what he could see the lead was placed properly. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The device has been received into product analysis. No other relevant information has been received to date.